Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered less insulin than requested for a bolus. Additionally, the pump did not auto-populate the customer's blood glucose (bg) value for a bolus calculation as expected. Customer's bg level was 304 mg/dl. The customer declined to perform further troubleshooting with tandem technical support.